Manufacturer narrative:
This report is submitted on december 15, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. The patient was re-implanted with another cochlear device (date not reported).